Event description:
It was reported that the patient has experienced a decline in efficacy. It was noted that the battery was low but the relationship between the increase in seizures and battery status is unclear. The patient was referred for surgery but no known surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted device was discarded and is not available for return.